Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately nine days post implant, the leadless implantable pulse generator (ipg) exhibited an increase in and high ventricular capture threshold. The leadless ipg remains in use. No patient complications have been reported as a result of this event.